Event description:
It was reported that the right ventricular (rv) lead exhibited rising capture thresholds. The rv lead was explanted and replaced. There were no complications. The patient was stable throughout.